Event description:
It was reported that the device's sterility was compromised. The outer and inner packaging of one of the sentinels received by the hospital was punctured, and the sterility of the device was compromised.

Manufacturer narrative:
Device eval by manufacturer: device was returned in a damage package. The over label was not removed so the box itself was never opened. Large hole observed on the side of the box with sterilization indicator.

Event description:
It was reported that the device's sterility was compromised. The outer and inner packaging of one of the sentinels received by the hospital was punctured, and the sterility of the device was compromised.